Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas presented recurring alert 38 alarms despite multiple restarts, and replacement was arranged; the user¿s highest reported blood glucose during the event was 209 mg/dl for about one hour, and they continued using their cgm and had backup insulin available. Symptoms included hyperglycemia without ketosis, loss of consciousness, or need for assistance. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview, device data sync guidance, and arrangement for device replacement and return. Investigation of this device revealed a device malfunction related to recurring alarms; no injury occurred. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.